Event description:
Patient presented to the physician with pain and a suspected infection along the stimulation lead. Visual examination revealed an ulcer and possible contact dermatitis over the area. Physician brought the patient into the or, and upon surgical exploration, an infection in the ipg pocket was confirmed but no signs of infection at the neck incision pocket. Physician removed the ipg, sensing lead, and a portion of the stimulation lead body, irrigated the pocket, and closed the incision. Antibiotics were administered prior to the procedure.